Event description:
The patient experienced a loss of therapeutic. Her device has not worked since yesterday. She could not connect to her implant with her patient programmer yesterday. She was also more shakier than usual. She just moved to the area and does not have a following doctor. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v959670, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).